Manufacturer narrative:
Due to characterization limit: e1 contact person name- dr. (B)(6). No decon or visual inspection performed since product was not returned and could not be evaluated. Therefore, we were unable to confirm or determine a root cause for the reported failure. Complaint ID no. (B)(4).

Event description:
It was reported that the guide of linear 40cc intra-aortic balloon (iab) couldn't move forward in the balloon.

Manufacturer narrative:
UDI # (B)(4) is incomplete as the lot # and manufacture date were not provided. This information was requested from the customer. Due to characterization limit: e1 field -event site name: (B)(6). Event site address has been split into event site address line 2. The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).